Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their screen is scratched and difficult to read. The customer states they also received external ram crc error on their device. The customer's blood glucose level at the time of incident was unknown. The customer states they received the alarm twice. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also the insulin pump alarmed a21 and lost memory after battery change due to faulty component on the interface board. No motor error alarms or a17 alarms were noted and the motor was tested outside the device and passed. The operating currents are within specifications and passed self test, basic occlusion test and displacement test. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners and cracked reservoir tube.